Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to printed circuit board. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this devic

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of device not being able to use was confirmed. The device evaluation found that the fron panel turned off and an alarm was generated after start-up due to circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, device error was reported on the high flow insufflation unit and the device could not be used. The issue was found during maintenance. There were no reports of patient harm or procedure involved.